Event description:
It was reported that the tip of the burr allegedly heated up during a procedure and caused a small light burn on the pt's lower lip. According to the physician, it was the attachment that caused the burr to heat up; the unit began getting warm after about 30 mins of use. No intervention was required for the small light burn; a readily available alternate device was used to complete the procedure. No serious injury was associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is completed. H4: the lot number of the device was not provided; w/o it the device manufacture date cannot be determined.